Event description:
Patient reported left side "quite hard to the touch, capsular contractor grade level iii/IV" device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, d4, d6(a), g2. H4. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side capsular contractor, baker grade iii/IV. The device remains implanted.